Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury. Murphy jv, hornig gw, schallert gs, tilton cl. Adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998; 42-4.

Event description:
In review of an article, it was reported that a vns patient experienced a lead fracture not associated with any known trauma. The fracture was discovered on an x-ray when the device started to fail. The lead was revised under general anesthesia without adversity. Good faith attempts to obtain additional information have been unsuccessful to date.